Event description:
The account reported the left side rail does not stay in the raised position. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician investigation and found the left side rail has damaged ratchet rivets on the end tubes the most likely cause of the missing rivets is the hospital staff pushing or pulling on the end tube when transporting or moving the stretcher. The left side rail ratchet rivets were replaced by the technician to resolve the issue. Based on this information, no further action is required.